Event description:
It was reported an angio-seal was deployed post angiogram for an intervention of the subclavian artery. The morning after surgery, the patient was admitted to the hospital for reports of right quadrant pain. A CT scan was performed that showed a retroperitoneal hematoma. The patient was sent to radiology where a balloon catheter was used in attempt to tamponade the artery, which is unsuccessful. Surgery was then attempted, but that was unsuccessful as well. During surgical intervention, the physician removed the angio-seal and noted that it was not in the artery. No visual bleeding or hematoma was ever observed during the entire process. Additional information revealed the patient expired in 2009. The official cause of death is unknown, but the physician noted that the cause of death was likely due to complications of internal bleeding.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.